Event description:
On (B)(6) 2011, patient reported the down button on the infusion device is defective. She noticed this when she attempted to adjust the basal rate profile. Patient does not know how long she has used this infusion device and boluses approximately 3 times per day. The down button does pup up after it is pressed. The up button functioned as intended during the troubleshooting call, but the down button did not respond. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue.